Event description:
It was reported by the physician that during previous implant procedures, a guidewire was unable to advance through the lead, as the wire would stick inside the lead. The status of the lead is unknown and follow-up is unable to obtain further information. No patient complications have been reported as a result of this event.